Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by the manufacturer. The visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon said that he got an electric attack over his right hand when using a laparoscopic diathermy hook. The surgeon had a burn mark injury over his right hand dorsum in that incident. When the incident happened, the surgeon and the nurse heard a high pitch sound, but could not identify where the sound came from.